Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet system after breakfast, with blood glucose reaching 280 mg/dl for a couple of hours during the device learning period. Investigation included customer interview and troubleshooting support. Investigation of this case revealed no device alarms were reported, and no device malfunction was identified; the event was assessed as hyperglycemia with cause unclear. Symptoms included pressure behind the eyes. Outcomes included no hospitalization, no medical intervention, no use of back-up therapy, and no ketone testing. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.